Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room with low blood glucose. The glucose level has been low for the past two or three nights. Assisted the customer with programming the basal rates. Advised the customer to contact her doctor and to call us back. No further information was provided.